Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received report that a patient died one day post treatment of an large saccular aneurysm located at the end segment of the ophthalmic in the internal carotid artery segment. It was reported that during the procedure the pipeline released successfully and covered the neck of the aneurysm with good wall adherence to the proximal and distal wall. It was further reported that four coils were placed. Because the special shape of the aneurysm, the angiography showed the retention of contrast agent within the aneurysm in half-moon shape, with no other vascular abnormalities. The following day after surgery, the patient had sudden hemorrhagic stroke, with CT showing aneurysm hemorrhage. The patient died on the same day, with aneurysm rupture as cause of death. The aneurysm measured 22 mm max diameter and 4.9 mm neck diameter. The neck was in the outer arc of the vessel right angle and there was high flow into the aneurysm. It is unknown whether the patient was on dual anti-platelet therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.